Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sideport detachment could not be conclusively determined.

Event description:
Following a procedure, the side port of the sheath detached. There were no adverse patient consequences. There is no further information available.

Event description:
During a procedure, the side port of the sheath detached. There is no additional information available at this time.